Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed device motor and flex were faulty due to a damaged cable. The device was repaired and returned to customer on (B)(4) 2012.

Event description:
Customer reported device is showing an error code, e6 when handpiece is connected to the console. This is report 1 of 1 for (B)(4).